Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella heart pump procedure. Reportedly, cuff miss suture retrieval issue occurred with the first proglide device at the 10 o'clock position. The suture of another proglide was successfully pre-placed at the 10 o'clock position. A cuff miss occurred with a proglide device at the 2 o'clock position. The suture of another proglide device was successfully pre-placed at the 2 o'clock position. The sheath size was upsized to 14f and the impella procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.